Event description:
It was reported that (B)(4) syringes 10ml e/t with us graphics had poor package sterility. The following information was provided by the initial reporter: "it was reported that the packages were received damaged as the paper appeared to not react well with the sterilization process. Event description per attached email states: quick question, a customer received syringe 305482 where the paper did not react well to the sterilization process."

Manufacturer narrative:
H.6. Investigation: three photos were received by our quality team for evaluation. Upon visual inspection of these photos, the damaged packaged was not able to be confirmed, therefore the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Occupation: senior specialist, quality assurance and regulatory affairs. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 25 syringes 10ml e/t with us graphics had poor package sterility. The following information was provided by the initial reporter: "it was reported that the packages were received damaged as the paper appeared to not react well with the sterilization process. Event description per attached email states: quick question, a customer received syringe 305482 where the paper did not react well to the sterilization process."